Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial trial was cracked from repeated use

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection of the returned product showed signs of wear and repeated use (nicks and gouges) along the edges onto the inferior surface. The device exhibited a crack on the stem commencing from the base. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause can be attributed to failure due to expected wear and tear from normal use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.